Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise on the rate/sense channel, resulting in inappropriate shock. Although oversensing occurred, no pacing inhibition was observed. Additionally, pacing impedance measurements were less than 200 ohms. A revision procedure was performed. The rv lead was removed without complication, however, insulation breakdown near the clavicle was observed. The right atrial (ra) lead was also removed due to suspected lead on lead abrasion. The rv lead was expected to be returned for reliability analysis.